Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 54 mg/dl, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.